Event description:
It was reported that the patient's settings were decreased because the patient could not tolerate high settings and this resulted in a slight increase in seizures above the patient's pre-vns baseline frequency. It was reported that the patient would be referred for prophylactic generator replacement due to the length of time the device was implanted and not due to the discomfort. Surgery is still planned, but has not occurred to date.

Event description:
It was reported that the patient was having an increase in seizures after being seizure free for 197 days. The patient had two seizures per the physician¿s clinic notes. The patient would have simple partial seizures which the magnet would be used and the seizures would not progress to complex partial or generalized seizure and would stop. The physician felt that the patient having a relapse in seizure were possible breakthrough seizures or the vns malfunctioning. The patient has been referred to a surgeon but surgery had not occurred to date.

Event description:
On (B)(6) 2013, it was reported that this vns patient underwent generator revision on (B)(6) 2013. The explanted generator is not expected for return and has likely been discarded, per hospital protocol.